Event description:
Boston scientific received information that the patient implanted with this device reported enduring an ablation procedure and a normal device check was observed one month later. Approximately four months later, the patient attempted to perform a transtelephonic monitoring (ttm), however, a magnet rate was not available. The patient was brought into the clinic for further follow up. Two separate programmers and wands were attempted, to no avail. Technical services discussed the possibility of the ablation procedure resulting in a device reset. It was concluded that the device battery was completely depleted and device replacement was recommended. It was reported that the patient was not pacemaker dependent. An invasive revision procedure was performed and the device was explanted and replaced. No adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
At this time the device has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. Testing of the device confirmed that device data was found to be insufficient to obtain battery status. Additionally, a memory download could not be performed. Further testing found that the battery had been depleted to the point where it could no longer support pacing and telemetry functions. The cause of the no output, no telemetry and early battery depletion was isolated to a filter capacitor in the digital power supply circuit. The filter capacitor was found to have excessive leakage current that in turn caused rapid and early battery depletion. No further testing was performed.